Event description:
Dealer advised originally received a request to look at the chair because it was leaking grease or oil. Dealer advised then received four wrench flash error code. Spoke with tech advised left motor code.